Event description:
It was reported that shortly after implant, the atrial lead exhibited high thresholds and no sensing of p waves. The lead was found to have dislodged, and upon attempted repositioning, would continually move out of position during fixation attempts. The lead was explanted, and a new lead was attempted. The new lead exhibited high impedances and thresholds upon placement, and the helix did not appear to fully deploy. The lead was repositioned twice more with the same results, and upon the third attempt, it was not possible to advance the stylet in the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was fractured (overstress), and the proximal and distal conductors were distorted. Blood was found in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant. The analyst noted that the lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor had been over-retracted and fractured within the connector. (B)(4) the full lead was returned and analyzed. No anomalies were found.